Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. The oversensing was noted on multiple nsrvo egms. Programming changes were recommended. Dft and further actions will be discussed with the physician. No further information is available.

Event description:
New information received indicates that the episodes of t-wave oversensing reoccurring. The patient will continue to be monitored.